Event description:
Patient revised to address loosening of ulnar, found polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Provided information states the patient fell on ice in 2007, dislodging the locking screw and loosening the ulnar component. Provided information also states the products are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l information be received, the investigation will be reopened.